Event description:
Upper middle-aged male with history of lymphadenopathy. While having a left neck lymph node biopsy with ultrasound, the stylet came unglued. Device removed and another medax used, re-inserted into the same site. No known harm to patient. Note this is the 4th device reported with this lot number. Please refer to 3600840000-2021-8041 and 8042.